Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an aneurysm on an unknown date. It was reported that the patient presented emergently to the hospital with a contained rupture and a proximal type I endoleak. It was reported that the endurant bifurcation migrated. The physician performed an intervention where an endurant ii aui and an endurant ii cuff were successfully implanted and the event was resolved. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.